Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#(B)(4), implanted: (B)(4) 2006, product type: programmer, patient. Product ID: neu_unknown_lead, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient was feeling "like a nerve pain" from her butt down to her leg since she took a fall a couple months ago. It was kind of like a shock. The pain was getting worse in the last couple weeks. The patient wondered if she could have moved the lead wire. She had been walking with a cane or walker. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.